Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
During an inservice session, the threaded stud broke off of the device. There was no patient contact.